Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. The implantable cardioverter defibrillator failed to be interrogated. Early battery depletion was alleged. No intervention was performed. No adverse patient consequences.